Manufacturer narrative:
G3 has been corrected.

Event description:
As reported via legal documentation, a patient had right knee replacement surgery on (B)(6)2011 due to degenerative joint disease. They subsequently underwent right knee revision surgery on (B)(6)2022, approximately 11 years 2 months after their preceding surgery. (B)(6)2022 op report states that there was no purulence or inflammation noted upon exposure of the knee joint though there was extensive poly wear with associated synovial changes. It was also noted that the tibial and femoral components were well fixed but easily separated from the bone cement interface. Due to poly wear, the patella was also replaced. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. D10. Concomitants: 1977877 200-02-38 - three peg patella 38mm. 8436702 234-03-06 - optetrak asy,ps cemented femoral, sz 6.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.